Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty latch assembly on the paddles and foreign material on the multi-function cable pins. Replacement paddles and multi-function cable were sent to the customer. Analysis for reports of this type has not identified an increase in trend.